Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 27.4 mmol/l. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. The transmitter not connected to insulin pump. The customer experienced symptoms such as nausea, vomiting, abdominal pain and the difficulty in breathing. The customer took correction and said that they did not wear insulin pump for half of the day. The customer feel ok to troubleshoot. It was unknown whether customer used the auto mode or not. The insulin pump will not be returned for analysis.